Manufacturer narrative:
A sample has been received by mfg that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info has been requested. (B)(4).

Event description:
A physician reported that a knife was not cutting properly during surgery like it was almost dull. An alternate knife was obtained to continue the procedure with no impact to the pt. Additional information has been requested.